Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 10/21/2019) has been completed. The reported problem (unable to power on) was confirmed. Upon evaluation, the monitor displayed a service code 203. The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1 component. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. Device evaluation of battery packs sn (B)(4) (manufacture date 06/20/2017) and (B)(4) (manufacture date 04/21/2018) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults and that their monitor was unable to power on.